Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. No part has been received by the manufacturer for evaluation.

Event description:
A site representative reported that the mobile view station (mvs) would not boot up on the imaging system. It was reported that the yellow and green led lights were illuminated. This occurred outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the mobile view station (mvs) uninterruptible power supply (ups) and the imaging system could power on. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been returned to the manufacturer for evaluation.